Manufacturer narrative:
The investigation determined that a higher than expected vitros ipth result was obtained when a customer was processing a non-vitros (biorad) qc fluid using vitros ipth lot 1430 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros ipth result is an instrument issue with the vitros 5600 integrated system. An ortho field engineer (fe) went to the customer site on 01 nov 2021 and, inspected the microwell incubator, reset the lift pins and drive motor using the meds software, replaced the lift pins and the outer drive motor, replaced the linear motor, flag, coil tubing, and filter and performed all required adjustments. The service actions by the fe returned the vitros 5600 integrated system to acceptable performance. A vitros ipth lot 1430 reagent issue is an unlikely contributor to the event, as historical qc results were acceptable leading up to the event and qc data following the fe service actions were acceptable for this lot. (B)(4).

Event description:
A customer obtained a higher than expected vitros ipth result when processing a non-vitros (biorad) quality control (qc) fluid using vitros ipth lot 1430 on a vitros 5600 integrated system. Vitros ipth biorad level 1 lot 60271 result of 47.31 pg/ml vs the biorad peer mean of 25.0 pg/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros ipth result was obtained when the customer was processing a non-patient fluid. However, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).